Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm and a cartridge alarm (alarm 1) occurred. The customer changed the cartridge and the cartridge alarm was resolved. The customer did not provide further information regarding the occlusion alarm. Blood glucose level was not provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply to the requests.